Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. No other damages or deficiencies were found during the investigation; the device functioned as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels reached 580 mg/dl while wearing the pod between 24 and 36 hours on the arm. The patient was unable to drink fluids and they were vomiting. They were taken to the hospital where they were placed on an insulin drip. The patient was released 1 and a half days later.